Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected power cable disconnect alarm was confirmed with the data captured in the submitted log file. The log file captured intermittent power cable disconnect alarm events that did not indicate a power source exchange. According to the voltage values, there was an intermittent loss of the battery fuel gauge voltage value when the system was supported on the 14v battery power. It was noted the intermittent power cable disconnect alarm events were not captured when the system was supported on the mobile power unit. It was noted the log file was retrieved from system controller (serial # (B)(6). Additional information indicated the patient had a modular cable exchange and has not experienced any additional alarm (captured under MFR. Report # 2916596-2021-03072). The system controller is not being returned at this time. A root cause of the unexpected power cable disconnect alarm could not be determined in this evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook rev c. In section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # hsc-086310) was shipped to the customer on 08jul2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient changed from the primary to backup controller on 24apr2021. The log files showed that prior to the disconnect, power cable disconnect alarms occurred while on battery power. The controller was shut off.